Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle remained stuck in the insulin pen valve during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "issue twice with safety needles with double self locking system for pen injector. Lot 8170741, ref. 329605. The first time (monday, (B)(6)), the needle remained stuck in the valve of the insulin pen. Unable to use."

Event description:
It was reported that the bd autoshield¿ duo safety pen needle remained stuck in the insulin pen valve during use. The following information was provided by the initial reporter, translated from french to english: "issue twice with safety needles with double self locking system for pen injector. Lot 8170741, ref. 329605. The first time (monday, (B)(6), the needle remained stuck in the valve of the insulin pen. Unable to use."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.